Event description:
In (B)(6) 2014, the patient underwent left side I-fuse si joint arthrodesis where three I-fuse implants were placed. The patient had initial pain relief following the surgery but her leg pain later returned. A CT scan showed that the second implant was impinging on the neuroforamen. In (B)(6) 2014, the surgeon performed a revision surgery where he removed the second implant and replaced it with a shorter implant using the same hole.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the complaint is a malpositioned implant impinging on the nerve root.